Manufacturer narrative:
Section d6a / d6b: added implant and explant dates the cause of the limb ischemia was not determined since product was not returned and all the necessary information was not provided.

Event description:
The user facility reported a 74-year-old female on impella cp for mechanical circulatory support. While on support, the patient experienced no pedals or doppler pulses and urine started turning pink. Femoral a-line placed. The staff ultimately removed the impella cp successfully and without complication.

Manufacturer narrative:
The impella cp device has not been returned for evaluation. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿